Manufacturer narrative:
D4: (B)(4). Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk. Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. 2 days later, the lens was explanted. The problem was resolved. Cause of the event was user error with the device not failing as intended. It was reported that the mistake was caused by the surgeon, and the patient is ok.